Event description:
Endoscopy cleaning brush was found in a colonoscope at the time of manual cleaning. Part of cleaning brush broke off in the scope and was retained in the scope. The brush used to clean the scope was (B)(6). The brush that was found in the scope was an avanos reference number (B)(4). The avanos brush has been on backorder; so unknown how long the avanos brush was in the scope as it was not caught at time of breakage. The scope was sent out for repair. Reinforce inspection of the cleaning brush as a required step with the manual cleaning of all scopes.